Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants secondary to right breast implant rupture. Original silicone breast implants were placed in 1989. MFR unknown. Pt authorized hospital disposal of breast implants.